Event description:
The patient presented with a 3cm av fistula. The patient was treated with a 16mm plug. Initial results were good, but five days later the fistula opened, and the patient suffered a cva. A CT showed the fistula had reopened.

Manufacturer narrative:
The device remains implanted.